Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated 'out of the box'. The appropriate software was used, as well as several techniqes, which were all unseccessful.